Event description:
A healthcare facility in california reported to our distributor that an mr290u autofeed unvented humidification chamber connected to an airlife rt110 breathing circuit and pb840 ventilator overfilled with water. Water subsequently entered the breathing circuit and ventilator. The set-up was not connected to a pt. No pt consequence was reported.

Manufacturer narrative:
The mr290u chamber was tested for overfilling by connection with waterfeed bag. Results: upon return of the mr290u chamber, it was observed that both the primary and secondary floats were filled with water as a result of ingress through their vent holes. There was a small bow at the rim of the aluminium base in the vicinity of the hinge bracket. The mr290u overfilled when connected to the waterbag. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. In this analysis, the water ingress into the floats has decreased the buoyancy of the floats, causing the chamber to overfill when tested. However, this is unlikely to be the root cause of the original overfilling as reported. The cause is most likely due to impact damage, as indicated by the characteristic signs of damage to the chamber base usually associated with overfilling. Our instructions for use indicate in pictorial form the maximum fill line and advises the user to replace the chamber should water exceed the limit line. Fisher & paykel healthcare has an open CAPA item to address mr290 chamber overfilling. Our monitoring and trending of mr290 chamber overfilling has a rate of occurrence worldwide for the last year of 0.001%.